Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the abutment screw fractured and resulted in the implant being explanted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The reported device was returned for investigation inside the dental implant which had to be extracted. Visual inspection identified fractured screw within the drive feature of the implant. No pre-existing conditions were noted on the product experience report (per). Customer was reported to have moderate density (type ii) bone. The affected tooth location where the event occurred was tooth #30. No pictures or x-ray images were provided. Complainant reported that the abutment screw fractured and could not be removed and resulted in the implant being extracted. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. A device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review for the unknown biomet screw could not be performed as the lot/item numbers were unknown.